Event description:
It was reported that during implant, the left ventricular lead was unable to capture in the lateral vein. The physician was unable to cannulate any other branch so the bi-ventricular pacer was abandoned and a single chamber device was implanted. The physician then proceeded with atrial-ventricular node ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. All conductors had blood/body fluid (non obstructed).